Event description:
A monitor positioned on a teletom 363 power boom fell off the top shelf of the boom striking a pt in the pelvic region. The boom was said to be learning slightly at a downward angle when a nurse repositioned the boom which led to the monitor tilting forward and falling off the boom and striking the pt causing bruising to the pelvic region. The monitor is normally strapped to the shelf, but the strap had been removed by hosp personnel cleaning the room.